Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 74 (non-recoverable system error - secondary outlet water temperature sensor out of range, low resistance) occurred when tried to use the arctic sun device. Per review of wo on 11feb2026, there was no patient involvement.